Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. The patient was medicated and reprogramming efforts will be performed. Currently, this product remains in service and no additional adverse patient effects were reported.